Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 7073977. Brand name: linear 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 7073827.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a feeling of pressure in the chest. The patient stated that they felt better after turning the stimulation off. The physician cannot find any connection between what the patient was feeling and the stimulation. The patient underwent a procedure where the scs system was explanted. Post operatively, the patient was doing well.